Event description:
It was reported that the device reached early battery depletion. Therefore the device was removed and replaced with a new device. It was later reported from the system longevity study (sls) that the lead left ventricular (lv) lead failed to capture. The lead was electrically abandoned and reprogramming was done.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.